Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported the patient was on impella cp support. While on support, the impella was pulled out of the left ventricle due to the patient's movement, and attempts to adjust the position were difficult. Although the patient's hemodynamics did not change significantly, support was still required for the planned percutaneous coronary intervention, so a guidewire access port was used, impella was removed, a 16fr sheath was inserted in the same site, and clinical and professional skills assessment was inserted. The fixation ring was tightened when it was pulled out. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Based on clinical description, the root cause of positioning issue was most likely patient movement. Corrections to the initial MFR report: d4 updated model number g1 MDR reporting contact email